Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-21583. It was reported that the patient presented for remote follow up via merlin.net with stored episodes of non-sustained right ventricular over-sensing recorded by the implantable cardioverter defibrillator. Due to the brief nature of the episode, the clinician was unable to distinguish if the source of the episode was right ventricular lead noise or myopotentials. There were no interventions made. The patient was stable and will continue to be monitored.